Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise on both the right ventricular (rv) lead and left ventricular (lv) lead channels. The noise on the rv channel was oversensed and resulted in pacing inhibition and this patient is dependent. The crt-p was attempted to be reprogrammed, but the noise did not resolve. The crt-p and rv lead were replaced. Both leads are another manufacturer's product. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in the a+ and rv- seal plugs. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Proper sensing was confirmed in the laboratory, using tests specifically designed to validate sense amplifier operation along with its associated components. Set screw seal plugs are designed to permit set screw wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing. In this case, the holes in the seal plugs likely contributed to the reported noise.

Event description:
This supplemental report is being filed to provide device analysis results.